Event description:
It was reported that the pacing lead was attempted, not implanted. The curved stylet could only be inserted halfway through the lead lumen. The physician replaced the stylet with a new curved one, but still could not insert it to the lead tip. The physician inspected the lead on fluoroscopic view and found a kinked angle at the mid-length of the lead. The lead was extracted and there was apparent damage. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was flattened. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned. Visual inspection found the lead was returned with both proximal and distal conductor damaged that prevents stylet insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.